Event description:
Provider alleges that the right rear wheel on this chair has had to be replaced four times within the last year. Provider alleges that the wheel lock. Wether in use or not is causing the rear wheel to split directly in the middle. Provider alleges that the right motor has been replaced twice and they feel this may be caused by the rear wheel or vice versa.